Event description:
The patient underwent generator and lead revision due to high impedance. The explanted devices have not been received to date.

Event description:
During a periodic programming history database review, high lead impedance was observed upon interrogation.

Event description:
High impedance was observed upon interrogation of the device by a nurse practitioner. System diagnostics were not performed. Patient's father reported that the patient's recent fall may have contributed to the high impedance.